Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to minimum fill issue. A manual injection was administered to address bg. Customer reloaded the cartridge to resolve the issue.